Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), fatigue ("fatigue"), abdominal pain lower ("cramping"), amnesia ("memory loss") and feeling abnormal ("brain fog") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, fatigue, abdominal pain lower, amnesia and feeling abnormal outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, amnesia, fatigue, feeling abnormal, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: pfs received. Device removal surgery added for the event pelvic pain. Event pelvic pain upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.